Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing which caused inappropriate automatic mode switch. No intervention was performed. Patient had no consequences.